Event description:
Reporter stated that, while hospitalized, pt's blood glucose was measured on the accu-chek mobile system, with a result of 4.4 mmol/l. Pt's blood glucose was reportedly retested, on a bayer contour system, with a result of 1.8 mmol/l. No info about treatment received was provided. At the time of the report, pt was reportedly back at home. Attempts to obtain additional info about events prior to hospitalization and details of hospitalization were not successful. The MFR requested the return of the suspect product for eval.

Manufacturer narrative:
The event occurred in (B) (6).